Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Methods - no information to date. Results - investigation still underway. No results to date. Conclusions - no conclusion can be made at this time.

Event description:
A hospital in japan reported that an rt104 breathing circuit heater wire was broken.